Manufacturer narrative:
The complaint device is not available for a physical evaluation. From past investigation of similar failures, it has been noted that excess suture tensioning would cause suture bridge to break. However, no further details has been provided to determine the root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during a shoulder procedure once the customer's gryphon p br anchor dual suture with orthocord was implanted, the surgeon was tying the second suture and the suture bridge broke on the anchor. The sales rep stated that the anchor was left in and the suture was discarded. The sales rep reported that the surgeon completed the procedure by creating another bone hole and used a healix 4.5 advance br anchor to finish the case. The sales rep reported that there were no patient consequences but there was a 15 minute delay in the procedure. The device will not be returning for evaluation.